Event description:
The free end of the oxygen connecting tubing on the newer ambu spur ii resuscitator bag does not fit securely into the newer oxytote grab-n-go oxygen cylinders. The outside diameter of the diss connector on the oxygen tubing is approximately the same size as the orifice on the oxytote cylinder in which the oxygen nipple outlet adaptor is recessed. Due to changes that have recently been incorporated into the connecting tubing on the ambu ii, the inner tubing does not make solid connection with the nipple adaptor on the oxytote cylinder. The resuscitation bag may appear to be connected, but it may only be due to the snug fit of the outer diameter of the tubing against the orifice on the oxytote. High flow rates will then cause the tubing to "pop off" of the cylinder.